Event description:
It was reported that a revision procedure was performed to extend the pump tubing of this inflatable penile prosthesis (ipp); the patient had been unable to access the pump as it was too high in the scrotum. A new ipp reservoir was added, but all other components remained implanted. No patient complications were reported.